Event description:
It was reported that the patient had a revision of triathlon tkr. Left side.

Manufacturer narrative:
At this time, the reason for the patient's revision was not provided. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.